Manufacturer narrative:
No additional information was received from the customer. Device evaluation has been completed; following is the device analysis conclusion: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to date therefore an analysis of the physical product could not be performed. Root cause description: the root cause could not be explicitly determined. A potential root cause may be due to the patient developing a reaction to the materials of the device. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare provider reported that the patient is having an allergic reaction to the comfort 3d resin (glidewell tuffsplint application resin).